Event description:
It was reported that vessel rupture and patient death occurred. Patient history: on an unknown date, a 21mm non-boston scientific (bsc) surgical aortic valve was implanted. Procedure summary: vascular access was obtained via a transfemoral approach. Circular calcification at the abdominal aorta and mild tortuosity of the aortic arch was noted. The mildly calcified native aortic annulus was 19mm in diameter. A 14f isleeve introducer sheath was placed and a safari2 guidewire was advanced into position. A size small acurate neo2 valve was prepared and loaded onto an acurate neo2 transfemoral (tf) delivery system (ds) in accordance with the IFU. The acurate neo2 tf ds was advanced. The size small acurate neo2 valve was released at the intended location as a valve-in-valve with the previously implanted 21mm non-bsc surgical aortic valve. The acurate neo2 tf ds was withdrawn to the descending aorta where the acurate neo2 tf ds was closed. When the acurate neo2 tf ds was retracted into the iliac artery, the physician experienced great resistance. The physician pushed the acurate neo2 tf ds to the abdominal aorta. Fluoroscopy imaging revealed the shuttle of the acurate neo2 tf ds was no longer covering the radio-opaque marker band of the acurate neo2 tf ds. The patient lost flow and a rupture of the right iliac artery was noted. The patient went into hypovolemic shock and cardiac massage was initiated. A blood transfusion was administered. A 22mm non-bsc balloon catheter was advanced via the contralateral side of the abdominal aorta in an effort to occlude the dissection. Resuscitation efforts continued for 30 minutes. Patient status : the resuscitation efforts were unsuccessful, and the patient died.

Event description:
It was reported that vessel rupture and patient death occurred. Patient history on an unknown date, a 21mm non-boston scientific (bsc) surgical aortic valve was implanted. Procedure summary vascular access was obtained via a transfemoral approach. Circular calcification at the abdominal aorta and mild tortuosity of the aortic arch was noted. The mildly calcified native aortic annulus was 19mm in diameter. A 14f isleeve introducer sheath was placed and a safari2 guidewire was advanced into position. A size small acurate neo2 valve was prepared and loaded onto an acurate neo2 transfemoral (tf) delivery system (ds) in accordance with the IFU. The acurate neo2 tf ds was advanced. The size small acurate neo2 valve was released at the intended location as a valve-in-valve with the previously implanted 21mm non-bsc surgical aortic valve. The acurate neo2 tf ds was withdrawn to the descending aorta where the acurate neo2 tf ds was closed. When the acurate neo2 tf ds was retracted into the iliac artery, the physician experienced great resistance. The physician pushed the acurate neo2 tf ds to the abdominal aorta. Fluoroscopy imaging revealed the shuttle of the acurate neo2 tf ds was no longer covering the radio-opaque marker band of the acurate neo2 tf ds. The patient lost flow and a rupture of the right iliac artery was noted. The patient went into hypovolemic shock and cardiac massage was initiated. A blood transfusion was administered. A 22mm non-bsc balloon catheter was advanced via the contralateral side of the abdominal aorta in an effort to occlude the dissection. Resuscitation efforts continued for 30 minutes. Patient status the resuscitation efforts were unsuccessful, and the patient died.

Manufacturer narrative:
H3: device evaluated by MFR: the returned 14f isleeve introducer sheath consisted of the 14f isleeve introducer sheath without the dilator and five (5) additional broken pieces of the 14f isleeve introducer sheath. The tip, sheath, hub/valve, and broken pieces were visually and microscopically analyzed. All three (3) seams on the 14f isleeve introducer sheath were expanded. The first seam was expanded from the device tip to 20.5cm. The second seam was expanded from 0.5cm to 21.5cm. The third seam was expanded from the device tip to 21.5cm. Expansion of all three seams occurred along the intended seam lines and were consistent with device usage. Although seam expansions were consistent with device use, the seam between the first and second seam had completely torn apart at an undetermined time. It is probable that device interaction with the acurate neo2 transfemoral delivery system (tf ds) and/or patient anatomy contributed to the tear noted between the first and second seams. The tip of the 14f isleeve introducer sheath was torn along the seam lines consistent with device usage. A kink was identified on the 14f isleeve introducer sheath shaft at 17.5cm. The additional five (5) broken pieces of the 14f isleeve introducer sheath were the hub cap and seals. The hub cap and seals were damaged as a result of separating the 14 isleeve introducer sheath from the acurate neo2 tf ds during analysis of the acurate neo2 devices. The hub cap had visible marks of having been cut. Each of the seals had damage along the slits and a kink was identified on the flush line. A leak test could not be performed as the hub cap and seals were removed from the hub of the 14f isleeve introducer sheath. No damage to the hub cap or seals prior to separation from the acurate neo2 devices was observed. Limited procedural media, (i.e. Three (3) photographic images), were provided to assist in the investigation and reviewed by a bsc quality engineer. The first photographic image showed the broken 14 f isleeve introducer sheath. The second photographic image showed a kink in the 14f isleeve introducer sheath shaft. The final photograph was fluoroscopic imaging that showed the 14f isleeve introducer sheath damage. Computed tomography (CT) imaging was provided to assist in the investigation and was reviewed by a bsc medial director. CT images showed a severely calcified abdominal aorta in its infra-renal portion. The iliac arteries had borderline diameters and an eccentrically shaped calcium was visible in the right iliac.